Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed motor error during device rewind process. Customer stated alarm did not occur during the rewind/prime sequence. The blood glucose reading was 122.4 mg/dl. Nothing further reported.